Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse duplicated failure but was unable to isolate cause of the failure. The fse replaced the system fan and executive processor pcb as a precautionary measure. The fse performed the full functional check and safety test; the unit was returned to clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fan issue. There was no harm or injury to the patient and no adverse event was reported .

Event description:
N/a.